Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers reported via phone call that the they experienced hyperglycemia and also insulin pump "receive" power error detected alarm. The customer blood glucose level was 515 mg/dl at the time of incident. The customer was treated for high blood glucose level. Customer declined to troubleshoot for high blood glucose value. Customer able to clear alarm and able to complete rewind it. Customer stated power error detected alarm recurred within a week of troubleshoot of previous occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device power error detected confirmed due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.